Event description:
It was reported that PICC inserted (B)(6) 2012 for pt to have abvd treatment. Pt is a very active who has been sawing wood and generally very active. On (B)(6) 2011, extravasation occurred. Pt had doxyrubicin w/o problem, carbazine (dtic) was next administered via a pump over a one hr duration. Pt complained of feeling "prickles" in lower arm. Arm was checked. Infusion continued. Post infusion arm was very swollen. A linogram was completed and a pool of fluid was noted in the arm. It was concluded that the line was ok as no blockage could be seen. Pt was given steroids to treat extravasation. On (B)(6) 2011, pt said he was alright but he thought his pipe (PICC) had broken, but he was ok. Hospital tried to contact him and could not get through to speak to him. On (B)(6) 2011, (saturday evening) pt went to haematology ward. He was advised that the PICC line could be blocked and urokinase should be used to unblock it. He was advised to go back on monday morning for urokinase treatment. On (B)(6) 2011, PICC line removed. A fracture on the PICC could be seen at the proximal end of the PICC approx 3cm away from the access port.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reve1005 showed no other similar product complaint(s) from this lot number.